Manufacturer narrative:
Conclusion: the device was returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The failure to detach could not be confirmed without product return for analysis. The root cause of the event could not be determined based on the information provided and no analysis available. There was no evidence to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, an ultipaq (cfs10025630/c18263) did not detach. The same detachment control box and cable were us to complete the procedure. A pre-deployment electrical check had been performed, and all connections appeared to fit properly without application of excessive force. There was no patient injury or delay in the procedure due to the event. Due to patient infection, it was reported that the device was not returned.